Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, the consumer complained that she couldn't see anything but flashing lights. Additional information has been requested and received which states that lenses had to be explanted, with a monofocal. Patient had 2 iol exchanges due to measurement issues from being post lasik. They do not have exact date on initial surgery then referred to a corneal specialist to have the 3rd iol exchange.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a qualified associated cartridge and handpiece. A viscoelastic was indicated, which is not qualified for the lens/cartridge used. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received which states the original lens that was explanted and replaced with different non company lens. She was unaware of second explant and requested us to contact the surgeon that explanted the second lens for more information. The first explant was a "wash" since patient received atiol for replacement.